Event description:
A vns treating neurologist reported that a vns patient was told on (B)(6) 2012 that the vns device needed to be "deactivated" because it was "provoking svt--supraventricular tachycardia." The neurologist reported that he performed a literature search and found no evidence of this. The patient information was not provided, and attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the treating physician who reported the patient related to the event. The cardiologist reported that the patient needs to have her vns explanted because he/she believes that is the cause of the problem. The generator was turned off, and the cardiologist believes that is not enough. However, the treating physician does not agree and he does not believe the arrhythmia is related to vns therapy. Nevertheless, the cardiologist insists that the vns needs to be explanted, and therefore, the patient is scheduled to be explanted. Although surgery may occur in the future, the surgery has not occurred to date. Attempts for additional information from the treating physician have been unsuccessful.

Manufacturer narrative:
Age at time of event and date of birth, corrected data: this information was unknown at the time of the initial report. Sex, corrected data: this information was unknown at the time of the initial report. Brand name, corrected data: this information was unknown at the time of the initial report. Implant date, corrected data: this information was unknown at the time of the initial report. Model #, serial #, lot #, expiration date, corrected data: this information was unknown at the time of the initial report. Implant date, corrected data: this information was unknown at the time of the initial report. Device manufacturer date, corrected data: this information was unknown at the time of the initial report.